Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the patient fell on her right shoulder and after the fall she did not feel well. Testing revealed that the sensing and capture thresholds on the right atrial lead were poor or non existent. The lead was dislodged. The lead was removed and replaced.